Event description:
Pt was undergoing a right ureteroscopy. The md inserted a stone retrieval basket for removal of a ureteral stone. The basket would not open. It was removed and a new stone retrieval basket was obtained.